Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. The device was visually inspected and found a white particle floating in the fluid of the bladder. The cause of the condition was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.